Event description:
It was reported that the patient underwent revision surgery on the left knee one year post implantation due to bearing dislocation. No additional information is available.

Manufacturer narrative:
(B)(4). D10 ¿ unknown femoral component, lot unknown. Unknown tibial component, lot unknown. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed. Visual examination of the pictures identified a bearing with scratch marks. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. One radiograph was provided and reviewed by a health care professional. As the image is undated and the bearing marker appears aligned with the femoral and tibial components. Radiograph was not submitted to radiology as it is unable to confirm that the xr correlates with the event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.